Manufacturer narrative:
The evaluation of the event is still on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that an olympus hf resection electrode broke when used during a procedure. The customer confirmed that no further information was available concerning this event. However, there was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was discarded by the facility, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to wrong handling by preparation on pre the procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional event/patient information provided from the initial reporter. That information is documented in section b. Should additional information be received; another supplemental report will be provided.

Event description:
Additional information was received from the initial reporter confirming an event date of august 10, 2024. The initial reporter went on to note that the procedure had not yet commenced as the loops broke during preparation. Reportedly, the intended procedure was confirmed completed without patient harm or delay.